Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, peeled coating of a guidewire was noted. The physician was attempting to treat an 80% stenosed lesion located in the moderately calcified, moderately tortuous lad (left anterior descending) artery. This 185cm iq guidewire was inserted into the pt and upon advancement to the lesion, the physician encountered significant resistance and felt the wire was "rougher than usual". The device was removed as a unit, at which point the physician noticed three spots of uneven coating. The procedure was completed with a choice pt es guidewire. There were no reported pt complications. The pt's status is listed as "stable".